Event description:
The operator received a high total psa result for one patient sample that generated a lower value when repeated. The initial total psa result was 9.05 ng/dl. The sample repeated on the same analyzer gave 0.995 ng/dl. The initial erroneous result was not reported outside the laboratory. The patient was not harmed due to this event. The total psa reagent lot was 15763901. The field service representative was unable to reproduce the problem and concluded the patient sample was possibly the cause. He ran performance tests and observed proper operation of the analyzer. All results were successful. The customer ran quality control.

Manufacturer narrative:
The initially elevated total psa result could not be reproduced. Based upon information provided, calibration and quality controls performed by the customer prior to the event were acceptable. Performance checks on the instrument were acceptable and did not identify a system issue. A specific root cause could not be identified. The falsely high result was not reported outside the laboratory.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.

Event description:
Pt contacted dexcom technical support on 10/29/2010, to report that he experienced a failed sensor shortly after insertion. Upon removing the sensor, he noticed there was no wire. Pt reported that the insertion site looked slightly red, but that he did not see any bump or appearance of the sensor wire. At the time of his call to dexcom technical support, pt was fine and reported having no issues with the insertion site.